Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckled. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found some instances of "high alarm displayed: cassette not attached properly." Functional testing found that the downstream occlusion (dso) sensor was unresponsive, and the uso sensor was also faulty. The dso sensor, uso sensor and uso seal were all replaced.

Event description:
It was reported that the pump was showing the "cassette not attached" error. The event occurred during testing and there was no patient involvement. Evaluation of the returned device identified faulty downstream and upstream occlusion sensors.